Event description:
The baxter service rep reported an infusion pump with a no occlusion alarm found during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.